Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a sheath and locator connection issue because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the 6fr 45cm destination was removed over a wire and an attempt to deploy a 6fr angio-seal device was made. The arteriotomy locator kept backing out and would not stay snapped into the angio-seal sheath as they tried to advance it over the wire. After failed attempts to advance the angio-seal sheath, it was removed along with the wire. Manual pressure was held to obtain hemostasis. Additional information was received on 14mar2025: the patient was stable, and the procedure was successful.